Manufacturer narrative:
Additional devices listed in this report: cat# description: lot# dat# 6721-0737, description: size 7 accolade ii 127 deg, lot # 54509002; uh1-52-26, uhr bipolar 26x52mm, a757dv. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient's right hip was revised.

Manufacturer narrative:
An event regarding revision surgery involving a metal head was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, x-rays and patient medical records are required to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient's right hip was revised.